Manufacturer narrative:
On (B)(6) 2019, mentor received the device for analysis. On (B)(6) 2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the device a crease was noted on the anterior and extending to posterior aspect. Within the crease a tear was observed on the anterior and extending to posterior view , measuring approximately 17.5 cm. Within a crease on the anterior and extending to the posterior aspect. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors:, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: rupture, anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 300cc (left) and mentor smooth round moderate profile 350cc (right) and experienced a rupture on the left side and bilateral ptosis post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 200cc, catalog # 3502004b, serial # (B)(4), (left) and mentor memorygel breast implant 225cc, catalog # 3502254bc, serial # (B)(4) on (B)(6) 2019. This report is for the left side device.